Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2. E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an event of occlusion alarm on 31-aug-2024. Patient reported that the occlusion was in the tubing. Patient also experienced high blood glucose level. Blood glucose level was 300 mg/dl at the time of the event. Patient was treated with mdi. No further information was available.